Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 397 mg/dl between 4 and 24 hours of wearing the pod. The patient reported that before going to bed the prior evening they changed their pod and received an alert that their bg was at 245 mg/dl and going higher. Upon removal of the pod, the cannula was found to be bent. The patient further reported that the pink slide did not move forward, indicating a needle mechanism failure. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation, as it was discarded. We are unable to confirm the bent cannula and needle mechanism failure or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone17.3. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.